Event description:
Patient had jelco 22g IV catheter in place for less than 24 hours. Patient reported that she leaned over bed and IV pulled out. It was reported that when the IV pulled out a portion of the catheter remained in the patient's arm. The remaining portion of the catheter was surgically removed.